Event description:
A loaner implant/instrument case was brought in from memphis, tenn., by the sales rep for a cervical laminectomy procedure scheduled for the next day. The instrument room technician noted that loaner tray had dirty instruments and containers. There was dried blood inside drill guide, old tape residue and black specks on the screw caddy(tech scrubbed with a metal brush for 1/2 hour to remove), imbedded black specks and questionable marks on the cervical plate implant tray, a blood clot on bottom of pan, blood and black specks on tray for the lock screwdriver. It was decided to place the instrumentation and implants in different pans. Photographs were taken before the trays and instrumentation were cleaned and copies of photos were given to the sales representative. (Photographs are available for review and can be sent via fax or u.s. Mail.)